Event description:
Device issue: none. Adverse event: ischemia. Onset of adverse event: CABG 14 months post procedure. It was reported via a trial that on (B) (6) 2008, the pt underwent direct stenting of the proximal left anterior descending artery with 3 x 15 xience v stent. On (B) (6) 2009, the pt experienced acute coronary syndrome and was hospitalized. Diagnostic coronary angiography was performed, the results were not reported. A functional ischemia study was positive. On (B) (6) 2009, the pt underwent coronary artery bypass grafting of the target vessel and three non-target vessels. The pt was discharged on (B) (6) 2009. Though requested, there is no additional info available.

Manufacturer narrative:
(B) (4). Vessel not predilated. (B) (4). Angina, ischemia, and restenosis are known adverse events in use of the xience v device. A conclusive cause for the reported pt effects and the relationship to the device could not be determined. There is no indication of a product quality deficiency with respect to MFR, design, and labeling. The lot number was not provided. A review of the device lot history record could not be performed.